Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results with one (1) patient sample that resulted negative with the simplexa covd-19 direct assay, but had previously tested positive on the same simplexa assay lot. Run analysis showed the patient sample 534154709805 resulted as follows: (B)(6) 2021 @ 1126: s gene only (CT = 34.6). (B)(6) 2021 @ 1342: negative. (B)(6) 2021 @ 1536: orf1ab only (CT = 34.4). All ofther samples on the initial run resulted negative. A positive control was run on the 2nd and 3rd runs and detected without issues. Based on the information provided, a possible root cause is the sample is near the lod with cts above 32 on only one gene target. The customer's device and suspected false negative sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x12469n, met all qc release criteria prior to kit release. Mol4151 lot# us12016 were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 26.5 (s gene) and 27.4 (orf1ab) and the internal control avg CT = 31.4. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 9/15/21 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both s gene (avg CT = 26.2, 26.4) and orf1ab (avg CT = 27.3, 27.0) were detected on all replicates. No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x11783n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
Diasorin molecular llc received a complaint alleging false negative results with one (1) patient sample that resulted negative with the simplexa covd-19 direct assay, but had previously tested positive on the same simplexa assay lot. The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the initial simplexa assay positive result. No alleged harm occurred. The sample was nasopharyngeal swab in copan 3ml transport media. Patient information was not provided.